Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via e-mail that a ar-4020p-07 fastthread broke. This occurred on 11/23/2021 during a btb autograft acl reconstruction. Once the graft passed the pencil dilator was used and then the peek fast thread screw was brought in. The screw broke in half while being screwed in. All broken fragments were retrieved, and the procedure was completed successfully using a ar-1370e. The patient had hard bone quality. There was no effect to the patient reported. Additional information requested. Additional information provided on 11/24/2021 : the bone was prepped using 2.4 pin from ar-1898s, followed by 1409lp, then ar-1845 notcher, after graft passed 1.1 nitinol wire placed ar-1377c-07 dilator used then screw placed over nitinol wire.